Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker showed a rapidly decreasing expected longevity. Premature battery depletion was suspected and a request was made of boston scientific technical services (ts) to analyze device data. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. This device was included in the recent hydrogen induced premature depletion advisory population. Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker showed a rapidly decreasing expected longevity. Premature battery depletion was suspected and a request was made of boston scientific technical services (ts) to analyze device data. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. This device was included in the recent hydrogen induced premature depletion advisory population. Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.